Manufacturer narrative:
This report is submitted on january 15, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement and dizziness and subsequently was administered steroid injections (date not reported). The patient is being clinically managed by the health care provider.